Event description:
No capture, apparent lead fracture and high ventricular resistance were reported. No patient complications have been reported as a result of this event. The lead was later removed and returned to the manufacturer for analysis.

Manufacturer narrative:
(B) (4). Despite multiple attempts to obtain such information from the reporter, medtronic is unable to provide complete information. Brand capsure sp, model 4024 (B) (4), explant (B) (6) 2000. Evaluation summary: (B) (4) proximal conductor fractured. Partial lead in segments was returned and analyzed. Lead appeared to have been implanted with a bend in it at the fracture site. It could not be determined at this time if the bend occurred at implant or while implanted.